Manufacturer narrative:
The product was returned with the membrane completely folded with traces of blood on the exterior of the catheter. The extracorporeal tubing and sensor cable were cut at approximately 6.6cm from the rear of the y-fitting. The cut sections of tubing and cable were not returned. Additionally, two catheter tubing/inner lumen kinks were also observed near the y-fitting at approximately 76.2cm & 73.41cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and remaining section of the extracorporeal tubing was performed and a leak was detected at the catheter tubing/inner lumen kink site at approximately 76.2cm from the iab tip. The break found in the catheter tubing appeared to have been caused by a severe kink, which eventually failed, causing the reported alarm. However, we are unable to determine when this break may have occurred. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated three gas loss alarms within 10 minutes. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no blood in the helium tubing and no visible kinks before the insertion site. The customer also reported that the console indicated a catheter restriction several times. The console was pumping alarm-free at the time of the call. The customer was advised to do use the "iab fill" key and/or drop the augmentation level. It was later reported via follow-up call that the patient has had three axillary iabs inserted as they are awaiting heart and kidney transplant. The patient was very mobile. During the call, the customer had to attend to them several times to have them get back in bed. The customer was again made aware of the off-label use and advised they would be troubleshooting from a femoral approach. The positional nature of the alarms was reviewed, it was verified that there was no blood in helium tubing, and connections secure on every occasion. The was no patient harm or adverse event reported.